Manufacturer narrative:
Batch review performed on 23 september 2019. Lot 180400: (B)(4) items manufactured and released on 19-apr-2018. Expiration date: 2023-04-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed 8 months after the primary due to signs of an infection (the pathogen is unknown). The surgeon revised the insert successfully.